Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery that was 80% stenosed. An unspecified 3.0 mm drug eluting stent was implanted along with a 3.5 x 19 mm graftmaster covered stent. The perforation was sealed. However, cardiopulmonary resuscitation (CPR) was performed during the procedure and again in the intensive care unit. The patient expired that same day on (B)(6) 2018. The relationship of the death, if any, to the covered stent implant is unknown at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient anatomy. There were no device issues and the graftmaster performed as intended. The graftmaster covered stent did not cause or contribute to the patient death. The death was reportedly caused by comorbidities. A lot history record (lhr) review was not conducted as there was no device malfunction or adverse patient effects; however, because the initial report has already been filed, this event must remain reportable. No investigation is required. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. The graftmaster covered stent did not cause or contribute to the patient death. There were no device issues and it performed as intended. The death was caused by comorbidities. No additional information was provided.